Event description:
Pt entered the hosp on march 20, 2004 symptomatic of aneurysm rupture. The aneurysm had grown significantly over the past few months and the pt's abdomen was now sensitive to touch. The pt was not a candidate for a zenith endovascular graft based upon the inclusion/exclusion criteria. Pt did not have good access vessels; characterized by very small arteries. However, a dilator set was used to pre-dilate the access vessels and the introduction system advanced fairly easily. Since the procedure was emergent the implanted device was selected from the supply at hand based upon the preliminary sizing of the vessel. The main body graft was introduced via the right femoral artery, and deployed below the renal arteries. Placement looked good and angiogram viewed bilateral renal patency. The contralateral limb was cannulated and the iliac leg graft was deployed. The ipsilateral leg graft was then introduced and deployed. Angiogram noted a huge extravasation of the right common iliac artery extending down past the external iliac artery. The introducer sheath was pulled upward above the tortuous iliac artery, and the molding balloon was advanced into the aorta. The balloon catheter was vigorously inflated over the suprarenal barbs and renal arteries while the iliac artery was being repaired. An iliac leg graft was placed distal to the initial leg graft over the extravasation. The second leg graft covered most of the vessel damage, but an additional iliac leg extension was required to provide coverage of the vessel damage just proximal to the femoral artery head. After the repair of the extravasation. The second leg graft covered most of the vessel damage, but an additional iliac leg extension was required to provide coverage of the vessel damage just proximal to the femoral artery head. After the repair of the extravasation was concluded and the balloon catheter was deflated and removed, the final angiogram noted a circumferential clot around the renal arteries, with the right renal artery partially occluded. Although there was a small filling of the artery, a viewing of the occlusion noted it was an embolic event and not an impingement of the renal artery by the graft material. The aorta has been characterized by the presence of a great deal of thrombus all around the renal aorifices. When ballooning the aorta to stop the flow of blood while repairing the iliac artery, some of the thrombus appears to have been forced into the right renal artery. The physician attempted to access the renal orifice utilizing a wire guide but was unsuccessful the renal arteries measured 2-3 millimeters and the attempted cannulation of the vessel proved very difficult. Final angiogram noted left patent renal artery, slight filling of the right renal artery and patent left internal iliac artery. Pt was given 2-3 units of blood to replace the loss resulting from the extravasation of the vessel. Longevity of the right renal patency seems questionable. Pt was sent ot ICU following conclusion of the procedure; pt was hemodynamically stable. Although eventful, the exclusion of the procedure; pt was hemodynamically stable. Although eventful, the exclusion of the aneurysm was considered successful. Please refer to 1820334-2004-00218 for additional info.